Event description:
It was reported that a patient presented in-clinic. Upon interrogation it was found that the patient's implantable cardioverter defibrillator was found in back-up vvi mode, which was due to the patient receiving a magnetic resonance imaging (MRI) scan without MRI mode being programmed on. It is unknown whether back-up defibrillation was available during the bvvi mode. Corrective programming changes were made to successfully restore the device. The patient was stable and will continue to be monitored.